Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported that during a xen®45 gts, there was a small subconjunctival heam and small iris prolapse during the case. The post-op intraocular pressure (iop) was 11mmhg and patient had poor vision and a small hyphema. It was noted during the procedure, they had to make "2 passes" with the xen as on the first pass, they had to retract as the "ac started to shallow." Post-op day 1, the va had improved but noted "xen slightly bent still and dr unsure bleb is there." Post-op 3 weeks, iop noted as 10 mmhg and hyphema resolved. The device remains implanted in the unknown eye.